Manufacturer narrative:
The customer discovered a "white film on a couple of the rinse mechanism nozzles." The customer cleaned the nozzles. The field service engineer performed precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable results for 16 patients tested on a cobas 6000 c (501) module. The initial results were reported outside the laboratory. The customer performed repeat testing with the same samples for confirmation. Below are five examples of questionable results received by the customer: on (B)(6) 2020, patient 1s initial ureal urea/bun result was 26 mg/dl with a data flag. The patients repeat result on another analyzer was 46 mg/dl. On (B)(6) 2020, patient 2s initial ca2 calcium gen.2 result was 6.0 mg/dl with a data flag, and the patients repeat results were 5.0 mg/dl with a data flag and 7.9 mg/dl with a data flag. On (B)(6) 2020, patent 3s initial hba1c iii tina-quant hemoglobin a1c iii result was 12.2%. The patients repeat result on the same analyzer was 6.4%. On (B)(6) 2020, patient 4s initial hba1c iii tina-quant hemoglobin a1c iii result was 10.8% with a data flag. On (B)(6) 2020, the patients repeat result on the same analyzer was 6.5%. On (B)(6) 2020, patient 5s initial hba1c iii tina-quant hemoglobin a1c iii result was 10.2%. The patients repeat result on the same analyzer was 6.5%. The customer determined the repeat results were correct. The ureal and calcium reagent lot numbers and expiration dates were requested but not provided. The hba1c reagent lot number was 470464 with an expiration date requested but not provided.

Manufacturer narrative:
The customer's qc results were ok. After the service actions, no further complaints were reported. The investigation determined the service actions resolved the issue.